Manufacturer narrative:
This ICD remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected a ventricular tachycardia (vt) of 180 beats/minute. It was noted the cycle length was around the vt zone frequency. The vt was detected as a non-sustained vt, so this ICD did not deliver therapy. The patient then received external cardioversion to convert the arrhythmia. The physician reprogrammed the vt zone to 165 beats/minute. There were no additional adverse patient effects reported.